Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 147 mg/dl. The customer stated that they keep the device in their bra. The discontinuation of the device was advised. The customer already had a new insulin pump and assistance was provided to program the new device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.